Manufacturer narrative:
(B)(6).

Event description:
It was reported that the cuff on the portex endotracheal tube was deflating immediately after inflation. The endotracheal tube was replaced as a result. No further patient complications were reported in relation to this event.